Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is not verified. Customer observed symptoms of dizziness and slurring. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept outside of original vial and retained in the kitchen. Test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is not verified. Recall test results performed from meter memory (not able to provide exact time): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is not verified. Customer observed symptoms of dizziness and slurring. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept outside of original vial and retained in the kitchen. Test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is not verified. Recall test results performed from meter memory (not able to provide exact time): 417 mg/dl, (B)(6) 2015, 2:00 pm, fasting: yes; hi, (B)(6) 2015, 9:30 am, fasting: no; 272 mg/dl, (B)(6) 2015, 5:30 am, fasting: yes; 277 mg/dl, (B)(6) 2015, 4:00 pm, fasting: no; 224 mg/dl, (B)(6) 2015, 5:30 am, fasting: yes. Adverse event not reported.